Manufacturer narrative:
Through follow up it was learned that a tecnis symfony was only implanted in one eye and the physician stated that the patient ended with hypermetropic shift that will be solved by lasik. (B)(4). Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. The manufacturing record could not be reviewed since the serial number is unknown, was not provided. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Catalog #: complete catalog number is unknown since serial number was not provided expiration date is unknown since serial number was not provided UDI is unknown since serial number was not provided the lens remains implanted (B)(6). (B)(4). Manufacturing date: unknown since serial number is was not provided all pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that after implantation of a zxt100 intraocular lens, a patient experienced halos and glare. The physician is considering explanting the lens. The physician also stated that the patient is unsatisfied with their intermediate vision. Physician is going to wait for his final decision until patient returns from their vacation. No further information was provided.